Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue was due to the broken gripper line. The broken gripper line appears to be due to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. After the third grasp attempt, the grippers could no longer be raised. Several attempts to raise the grippers were unsuccessful. The clip was not implanted and was removed without issue. No clips were implanted, mr remains 3-4. Once outside of the patient, the device was inspected, the gripper line was observed to be broken. The user feels the gripper lever had been retracted too far resulting in the gripper line break. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.